Event description:
It was reported that a cartridge alarm occurred during the load sequence with multiple cartridges. Customer reverted to an alternate method of insulin therapy. The customer's blood glucose (bg) level ranged from 40 mg/dl to approximately 200 mg/dl. Cause for low bg was unknown. Customer consumed carbohydrates to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged low blood glucose issue could not be verified. No pump was received for investigation therefore no evaluation could be performed for the cartridge alarm allegation.